Event description:
Customer reports that during a generator test an uninterruptable power supply (ups) failed to operate. As a result of this ups failured, a telemetry monitoring system (connected to the ups) was disconnected from ac power, rendering the telemetry system non-operational. The customer reported that during the period the telemetry system was non-operational a patient who was being monitored by the system prior to the ups failure expired. The customer reported that the ups was neither manufactured by, or sold by gems it. The customer subsequently requested the electronic log files from the system be retrieved to determine what events were recorded for the patient who expired.